Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information for resetting the pump and assisted the customer with the reset, ensuring the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appears once more.